Event description:
Reporter has been told that the nurse opens the package , spikes the bag and is priming the line when she/he notices a leak of fluid at the upper blue fitment. The tubing has never been loaded into the alaris pump module or used on a pt. No add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4). Reported as ongoing in the last few weeks from the reported date. Eval of the returned set for the reported complaint of leaking from the silicone segment near the upper fitment was confirmed. Functional testing was performed and a leak was noted immediately on the silicone segment next to the upper blue fitment. Visual inspection under microscope, noted a small pinhole on the silicone segment with no crush marks noted on the upper fitment. The customer's experience of set leaking was confirmed. The cause of the leak was due to a pinhole on the silicone segment. However, the root cause of this failure was not identified. The failure modes for leaks in disposable administration sets in the silicone segment near the upper fitment have previously been identified to be due to dimensional issues, insufficient solvent application, and/or user error conditions such as excessive force/improper orientation applied during installation or removal, cuts, pinches, tears, etc. This type of event has been escalated to management to address quality improvement initiatives. A review of the device history record for model 2420-0500 identified no quality notifications issued during the production build.